Event description:
Reporter stated that user from facility reported that the unit was overfilling final containers. He stated that 7 indentical bags of antibiotic solution were to be prepared from an antibiotic concentrate and a dilutent. Each final bag was to receive 120ml of the concentrate which was prepared in a total volume of approximately 900ml. After the 7 bags were filled, there should have been approx. 60ml remaining. He stated that the source container was empty after 5 bags were filled and the 6th had received approx. 80ml. He also stated that stations 5 and 6 were tested by programming each to pump 100ml sterile water. Transfering the sterile water from a final bag into a graduated cylinder, 110ml was measured to have been pumped from station 5 (antibiotic station), exceeding the MFR's specification limits. He also stated that all the filled bags weighed 346 grams including the weight of the empty bag and clip. The unit taken out of service when the reporter was called. The unit was sent to the MFR for eval. All the bags were discarded, so there was no pt involvement. S

Manufacturer narrative:
Evaluation: unit was received dirty and was tested as received. Unit passed all performance tests. However, station 3 motor was found to rotate when the stop/mute button was pressed. The complaint could not be duplicated. Unit was sent to repair, but the spinning motor problem could not be duplicated with extensive testing. An erratic load cell was discovered and the data filter replaced, which resolved the problem. Unit then passed qa final inspection.